Manufacturer narrative:
MDR 3003442380-2024-02366- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in united states it was reported that patient faced two infusion sets cannula bent events on 25-mar-2024 and 02-apr-2024. The events occurred within 3 hours of insertion on 25-mar-2024 and more than 3 hours on 02-apr-2024 . The insertion site was at abdomen. The blood glucose level was around 250-275 mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.